Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Removal implant #3 per patient's request due to patient having headaches. Symptoms as a result of the event: pain headaches. Surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: none indicated. Was the procedure completed using another implant or another device? Not reported.

Manufacturer narrative:
Zimvie received one (1) xiitp6510, (osseotite tapered certain prevail implant 6/5 x 10mm) for evaluation. Visual evaluation was performed, slight damage due to the removal process however no damage to the implant was identified that would cause or contribute to the event. DHR review was completed for the subject lot number 2023040769. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023040769 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.